Event description:
It was reported that when using the bd pyxis medstation system, the device screen went into black and unable to interact with screen. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device stuck on black screen due to a faulty u link. A field service engineer replaced replaced square u link to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.